Event description:
Customer reported eight pts who experienced tass (toxic anterior segment syndrome) following surgery. Add'l info has been requested.

Manufacturer narrative:
The customer did not return a sample for eval. The customer's complaint history was reviewed for the period of one year; this is the fist complaint reported for this issue. The lot specific to this event is not known; therefore, review of the DHR and lot history not possible. The root cause could not be determined. (B)(4).